Event description:
Boston scientific received information that during a implant procedure this right ventricular (rv) lead dislodged. Multiple attempts were made to reposition the lead and were unsuccessful. The physician elected during replace the lead. During extraction the lead had difficulty being removed and was destroyed. A lead fracture was suspected. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found the lead body twisted in mid region. The helix was able to retract with no signs of damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis was unable to confirm the reported allegation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.